Event description:
A user facility submitted a repair request to the olympus service center, the hd autoclavable camera head had no image due to a fall. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, crack was noted on the head main body and the head section scope mount was curved. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating, the reported event occurred on august 16, 2022, during a pre-use inspection for a purpose of an unknown treatment, and the intended procedure was completed using a similar device with no consequence to the patient. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a water leak from the cable. Olympus will continue to monitor field performance for this device.